Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had one button gets stuck on occasion and sometimes had to press buttons harder or more than once. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had locked up and become non-responsive and it had lost the time and date settings after a battery change. The insulin pump will not be returned for analysis.